Manufacturer narrative:
Bd was directly informed of the event by the irish regulatory body. No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk.

Event description:
On an unk date, the report stated that a pump infusing noradrenaline double strength to pt in resuscitation for cardiac arrest alarmed for high pressure occlusion. The health care professional attempted to change the syringe in the pump; however, the same issue of high pressure occlusion alarm occurred. The pt was not receiving any inotrope on a number of occasions, leading to sever and repeated drops in blood pressure. The pt ws resuscitated but later died the following day.